Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The device history record review was completed and the product passed without nonconformances. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As no device was returned, a product non-conformance or device failure could not be confirmed and no root cause could be determined. As part of the manufacturing process 100% of the units go through an electrical inspection. The instructions for use also contain instructions on how to handle the catheter with caution to ensure proper functioning of the pacing catheter.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded by the hospital. However, a supplemental report will be forthcoming when the engineering evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan-ganz pacing catheter it did not pace immediately after insertion. The issue was resolved by replacing the catheter. There was no allegation of patient injury. The device is not available for evaluation as it was discarded at the hospital.